Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Correction: to remove line from b5 with reference to transfusion from a previous report. This is not an adverse event. Statement removed from b5: "since the results show the patient's hemoglobin dropping over time, there is rise after the transfusion. However, the customer states the patient was unnecessarily transfused and apoc has determined an adverse event occurred"

Event description:
On 01-oct-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ph result on a 63 year old male patient in cardiac arrest. The doctor did not get to treat the patient since they went into cardiac arrest immediately and passed away right after. . There was no addtional patient information at the time of this report. Return product is not available for investigation. Method date collected tested ph sample I-stat (B)(6) 2024 17:55 17:58 7.139 a I-stat (B)(6) 2024 17:55 18:03 7.307 a the reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01-oct-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant ph result on a 63 year old male patient in cardiac arrest. The doctor did not get to treat the patient since they went into cardiac arrest immediately and passed away right after. . There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat. Date: (B)(6) 2024. Collected: 17:55, 17:58. Tested: 7.139. Ph: a. Method: I-stat. Date: (B)(6) 2024. Collected: 17:55, 18:03. Tested: 7.307. Ph: a. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists since the results show the patient's hemoglobin dropping over time, there is rise after the transfusion. However, the customer states the patient was unnecessarily transfused and apoc has determined an adverse event occurred. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 21-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for ec8+ cartridge lot k24082 and cg8+ cartridge lot w24205.